Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 30 mg/dl, 100 mg/dl and 155 mg/dl. The customer was treated with juice and glucose tablets. The customer also reported blood at site. The customer declined troubleshooting for blood at site. The device will be returned for analysis.